Manufacturer narrative:
(B)(4). Medical product: z.s.g.m. Cutter 1.5:1 ratio catalog #: 00770301500 lot #: 1515824; z.s.g.m. Cutter 2:1 ratio catalog #: 00770302000 lot #: 1515872; z.s.g.m. Cutter 3:1 ratio catalog #: 00770303000 lot #: 1515888; z.s.g.m. Cutter 4:1catalog #: 00770304000 lot #: 1515761. The product has been returned to zimmer biomet, and the investigation is in process. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported the device is not cutting right. Timing of event was during testing. No harm or delay and no patient involvement. It was reported that no further information is available.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. (Company representative should not be marked on initial report.) The results of the investigation are as follows: -review of the most recent repair record identified the following related repair: tech could not perform pre-repair calibration or sample mesh tests due to the unit having a damaged comb. Tech replaced the damaged comb, tested the unit, calibrated it, and returned it to the customer. -the event is confirmed. -a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple reports were filed for this event, please see associated reports: 0001526350 - 2022 - 00402; 0001526350 - 2022 - 00766; 0001526350 - 2022 - 00767.

Event description:
No further event information available at the time of this report.